Event description:
It was reported that the customer had motor error and no delivery alarms on the insulin pump during a bolus. Customer's blood glucose level was 425 mg/dl. Customer stated that he has not treated. Customer was assisted in performing a 5.0u fixed prime and the insulin did exit. Customer was unable to remove the infusion set at this time. It was explained that there may be a possible site related issue, possibly due to a bent cannula or site/set occlusion. Customer was advised to change the entire infusion set. Customer called back later and reported that the alarm was resolved by a complete set change. Customer stated that he was able to complete the rewind sequence. Insulin pump will need to be replaced for the motor error alarm. Customer mentioned that he had discoloration in his tubing and it happens often. Customer also had a keypad issue where the buttons seem to get stuck. Customer was not able to troubleshoot as he had to go to work. No additional info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See scanned pages.